Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). One imp,tsv,4.7,10,mtx,mg (tsvtwb10) outer box and inner vial were returned for investigation. Visual inspection of the as returned product identified that the packaging (tamper evident ring) was already opened, and no internal components are visible within the inner vial, including the carrier, implant, fmt, and screws. The customer has not provided additional pictures or x-ray images of the product. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant was missing from vial. Tsvtwb10 lot # 1226818 implant vial was empty. The reported complaint could not be verified as the circumstances of delivery could not be verified following review of the returned packaging. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Additional PMA/510(k) number - k101880. Last name unknown / not provided.

Event description:
It was reported that the implant was missing from vial. The patient was under anesthesia but the doctor was able to proceed with another implant.